Event description:
This MFR. Report is a duplicate report of MFR. Report # 1644487-2014-02459. Any additional information received will be reported in this MFR. Report.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance (>10,000 ohms). The device was not programmed off. The patient was referred for x-rays. The patient was referred for surgery. The patient underwent generator and lead replacement. It was reported that the explanting facility discards explanted devices therefore, product analysis will not be performed. Attempts to obtain additional relevant information have been unsuccessful to date.